Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic non-dependent patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited several noise reversion episodes. No medical intervention was performed.

Event description:
New information reported stated that at the last office check the atrial channel was programmed to plug. The patient continued to have ventricular noise reversion events. On (B)(6) 16 the patient presented to the clinic for device settings to be reprogrammed. The patient would continue to be monitored.